Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced and returned for evaluation to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2012. Based on qa assessment, the product met specifications at the time of release. A table-top illuminator and lamp were received for evaluation. A visual assessment of the returned samples showed that a lens in the optics block was cracked. A known good lamp was installed into the returned sample table-top (tt) illuminator. The module was then installed into a calibrated system. The illuminator light output was functionally evaluated, and port 1 was found to have light output below specifications. The illuminator was then disassembled, and 2 lens were found to be cracked. One lens had a vertical slit crack and the other had a vertical slit crack and a piece of lens missing. The root cause of the reported event can be attributed to the cracked aspheric collimating lens. However, how or when the sample became nonconforming could not be determined. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the light from the illuminator was very dim. This was noted during setup and calibration. There was no patient involvement. An alternate system was used to initiate and complete the surgical procedure.